Event description:
It was reported the patient never had her device checked and presented with a "dead device." The device was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis revealed no output and no telemetry conditions, which were the result of lifted hybrid bond wires. Sr implantable pulse generatorr it was reported the patient never had her device checked and presented with a "dead device." The device was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported. Actual device involved in incident was evaluated electrical tests performed; mechanical tests performed; visual examination component/subassembly failure (select specific code from category d), wire device was out of specification in a manner that relates to event low battery.